Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial #(B)(4)) displayed tcm ID:07 (coolant temp high) error message was confirmed based on the event log review but was not confirmed during functional testing. No device malfunction was found that could have caused or contributed to the reported issue. The thermogard system worked as intended. Therefore, the root cause of the reported complaint remained undetermined. Visual inspection of the thermogard xp ivtm console was performed, and no issues were observed. Event log data review was performed and revealed 5.7.2 (tcm ID:07) error message to have occurred; thus, confirming the reported complaint. The thermogard xp ivtm system passed the initial functional testing without any fault or error. The ivtm system passed all testing criterias.

Event description:
During console check, the thermogard ivtm system (serial #(B)(4)) displayed tcm ID:07 (coolant temp high) error message during cooling engine testing. User was unable to clear the error message. No patient involvement.